Event description:
Pre-operative diagnosis: previous bilateral retromammary breast reconstruction, ancient, done elsewhere, different physician with bilateral ruptured silicone implants with multiple silicone granulomas. Post-operative diagnosis: same. Operative procedure: bilaterally silicone implant and implant material removal; bilateral formal capsulectomies (extensive and separate procedure); bilateral retromammary breast reconstruction with mcghan textured high profile round gel style. Procedure: the pt was marked in an awake sitting position. All the risks, alternatives and imponderables were discussed with the pt prior to proceeding and pt's spouse. Absolutely no guarantees whatsoever were made. This pt had a ruptured implant on the left side and a very worrisome presentation on the right with a lot of breast asymmetry and questioned rupture on the right side. Both were entered through inframammary incisions. Both were freely ruptured. The right side had extensive saponification and calcification and both sides had extensive granulomas. After the implant and implant material was tediously removed, the pockets were irrigated with copious amounts of saline followed by kanamycin solution and all visible silicone was removed. Then dr proceeded with bilateral formal capsulectomies and again this was skeletonized off the breast tissue and the entire capsules were removed. There were multiple silicone granulomas, worse on the left side than on the right, with a lot of free silicone in the fatty tissue. Again irrigation took place. The pockets were adjusted and expanded where necessary for symmetry and then preplaced intramammary sutures of interrupted 3-0 vicryl were ultilized. A 15mm blake drain was left in place on each side. Because of the breast asymmetry with the right breast actually being larger than the left from breast tissue, not only preoperatively, but dr had to remove more on the left side. Dr put a 340cc mcghan high profile textured round implant on the left side and a 300cc on the right side. Sutures were tied down and transected. Breasts were closed with interrupted buried 4-0 and 5-0 vicryl followed by steri-strips. The pt was then placed in a custom bra and dressing. Blood loss was less than 100cc. No products were given. The pt was awake and left the operating room per anesthesia.